Manufacturer narrative:
(B) (4) conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon had a leak. A second device was used to successfully complete the procedure with no adverse patient consequences.